Manufacturer narrative:
The explanted secure-c® endplate assembly and core were received on 6/27/2016. Damage, deformation, and scratches were observed on the retrieved secure-c® endplates and core consistent with the use of surgical tools during the removal process. Deformation on the recess features of the inferior endplate and core may be due to improper loading of the core in the implant assembly. With the damage that occurred during removal, the cause of the expulsion of the core cannot be determined.

Event description:
It was reported to globus that a surgery was required to remove a secure c implant. The revision surgery occurred on (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval as it remains in the pt. A thorough review could not be performed as the part and lot number were not provided. A sales rep informed globus product development that a pt had received post op films suggestive of core expulsion. The rep indicated the surgeon wanted globus to review the x-rays and contact the surgeon to confirm whether or not the core had expulsed. All available pre-op, intra-op, and post-op films were requested for eval. The images were analyzed and compared the endplate to endplate distances observed in the x-rays to cad models with and without the core intact. It was found that endplate to endplate distance on lateral x-ray images can be distorted if a true lateral fluoro images is not obtained. While the reduced distance between the endplates in suggestive of core expulsion, add'l images are needed to accurately confirm that the core has expulsed. The surgeon was contacted and results of x-ray analysis were shared. Globus requested add'l ap images, however none were available. Surgeon indicated he planned to perform exploratory surgery but pt refused on the basis he was feeling ok. On (B)(6) 2015 globus received notification from pt via globus medical contact page, and a complaint was initiated. On (B)(6) 2015 globus received notification via sus voluntary event report (mw5056061).

Event description:
Globus received notification via sus voluntary event report (mw5056061) that a pt had an acdf at c4-c7 with secure c implant. Pt reported the day after surgery that the surgeon informed him the core had migrated out. The acdf surgery took place on (B)(6) 2015. There has been no revision surgery.